Event description:
It was reported that the patient experienced painful stimulation when she was near an MRI machine and afterwards as well, even though her device was programmed off (normal and magnet modes). The patient's device was communicated with after the MRI, and it was confirmed that the output currents were set to 0ma. A generator reset was performed to make sure it was disabled, but the patient still felt stimulations and had voice alterations. Programming data from the generator was reviewed, which showed that there were multiple magnet activations on the date of the MRI, most with 0 to 1 second between activations. However, since the magnet mode output current was programmed off, no stimulation was delivered. The therapy time recorded by the generator did not show any unexpected stimulation time. The only increase in stimulation time was from a system diagnostic test being performed, which is expected as the device delivers a short stimulation during the test. Therefore, the data showed that the device was not delivering stimulation to the patient. The physician and patient decided to have the device explanted to prevent the patient from feeling any more stimulation. No further relevant information has been received and no surgery has occurred to date.

Event description:
The patient had generator explant surgery. The device was received, but analysis has not been approved to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis on the generator was approved. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The pulse generator diagnostics were as expected for the programmed parameters. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.